Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states customer has stated hi/lo motor not raising or lowering bed and only hums. No follow up required. S/n (B)(4).